Manufacturer narrative:
This report is related to the following patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown procedure, the generator had various error codes during use (u504, u508, u510, u511 & u601). The device was used in combination with a thunderbeat where the active branch broke and fell off into the patient's abdomen. It was also reported that the transducer cables were new. Additional information has been requested but nothing received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although device was not returned, event was confirmed. Malfunction most likely occurred due to circuit failure since handle and transducer were loose. However, a root cause could not be determined. Olympus will continue to monitor the field performance of this device.